Event description:
It was reported that while unpacking the device, it was noticed that the product package was open. While prepping for the procedure, the physician noticed that the package of the 2.75x20mm taxus liberte drug eluting stent (des) was opened and unsterile. The device was not used. Additional information has been requested, but none has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, supplemental medwatch will be filed.